Event description:
It was reported that an occlusion alarm occurred. Additionally, it was reported that a cartridge alarm occurred during the load sequence. Customer changed pump supplies and performed a pump reset to address the issues. Customer¿s blood glucose (bg) level ranged from 348 mg/dl to "high"; although specific value was not provided. Cause was not known. Reportedly, the customer administered a manual injection to address elevated bg level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.